Manufacturer narrative:
Patent identifier: (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: manufacturing location: supplier ¿ magnum manufacturing / inspection, packaging and release by: (B)(4). Release to warehouse date: jul 07, 2009. Part number: 241.004, 3.5mm proximal tibia plate 4 holes/right. Lot number: 6144715 (non-sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Certificate of compliance supplied by magnum dated june 23, 2009 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection, 241if004 met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review: dec 21, 2020. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent for a surgery to remove hardware due to pain. The patient had some painful hardware after bone healing and thus requested it be removed if healing was completed. The healing was completed, so no longer needed hardware was removed. The original implantation date was unknown. The procedure outcome was unknown. There was no patient consequence. This complaint involves nine (9) devices. This report is for (1) 3.5mm proximal tibia plate 4 holes/right. This report is 1 of 9 for (B)(4).